Manufacturer narrative:
H10: internal complaint reference case-(B)(4).

Event description:
It was reported that during an shoulder arthroscopy, the footprint ultra suture anchor was broken. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with the proximal end of the anchor and suture string on the device. The distal end of the anchor was not returned. There is biological debris on the returned items. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4). H6: fm updated.